Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial/lot #: (B)(4), description: st linear lead 70cm; model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. No malfunction was suspected. The patient was doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.